Event description:
It was reported that minimum fill notification occurred when caller attempted to load cartridge onto pump, despite usable insulin amount being sufficient. There was no reported adverse impact to the customer¿s blood glucose level. Customer first attempted to reload same cartridge without success, then technical support instructed cleaning of pump area and guided caller through correctly filling and loading new cartridge, after which cartridge loading was successful and insulin delivery was resumed; no additional concerns were reported.